Event description:
On (B)(6) 2017 I think the day I got hit by a car, due to being addicted to opioids, I broke my right femur stayed in the hospital for 11 days. I had to learn to walk again and the pain pills were making me have blood clots. FDA safety report ID# (B)(4).